Manufacturer narrative:
The insulin pump passed all functional testing including displacement test, rewind test, basic occlusion test, occlusion test, priming test, no delivery test and motor tests. There was no unexpected motor noise during testing, no rewind anomaly and no motor error alarm. The drive motor was inspected and there was no drive/motor anomaly. The insulin pump was received with normal operating currents and there was no unexpected off no power or low battery alarms. The insulin pump had bleeding on the lcd glass, cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call motor anomaly and cosmetic damage on the insulin pump. Customer's blood glucose level was 159 mg/dl. Customer advised the device made a clicking noise during the prime sequence. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.